Event description:
A lancet was protruding from the end of the lancet device, resulting in an accidental finger-stick. Although pt did not elaborate on his current condition, he stated that no treatment was received. Tech support requested the return of the suspect product and replacement product was shipped.